Event description:
This spontaneous report was received on (B)(4) 2014 from a (B)(6) female consumer reporting on self from the united states. The consumer had allergies to fluoride and citrus. She was not taking any concomitant medications. On (B)(6) 2014, the consumer started using elastikon elastic tape (lot number, and expiration date unspecified) cutaneously, applied one time on her shoulder, bicep, back and neck by her athletic trainer to stabilize her rotator cuff injury. Within a few hours, she had a horrible reaction wherein she developed redness and a large amount of swelling so she removed the tape. On the same day, she went to the campus clinic and the physician gave her a solu-medrol (methylprednisolone) injection, an oral prednisone prescription and was told to take oral benadryl (diphenhydramine) as needed. She had been taking the prescribed prednisone and benadryl as treatment. She did not use the device further. She experienced similar events with the use of an unspecified cream and mentioned that she had a sensitive skin. The events were resolving. The lot number was not reported. The analysis of product and complaint category will be managed through monthly trending process. Complaint trends will continue to be monitored. This report was assessed as serious (required intervention) and company causality was assessed as related.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.